Event description:
The customer received questionable calcium results for an unknown number of patients. He provided calcium results for 19 patients, five of the results were discrepant and were reported outside the laboratory. The analyzer used for testing was a cobas integra 400, serial number (B)(4). The initial discrepant calcium results were generated between (B)(6) 2010 and (B)(6) 2010, exact dates for initial results are not known. All repeat testing occurred on (B)(6) 2010. Patient 1, initial calcium result was 8.5 mg/dl, repeat result on same analyzer gave 9.5 mg/dl. Patient 2, initial calcium result was 8.6 mg/dl, repeat result on same analyzer gave 9.5 mg/dl. Patient 3, initial calcium result was 11.0 mg/dl, repeat result on same analyzer gave 10.0 mg/dl. Patient 4, initial calcium result was 8.4 mg/dl, repeat result on same analyzer gave 9.2 mg/dl. Patient 5, initial calcium result was 8.7 mg/dl, repeat result on same analyzer gave 9.7 mg/dl. Corrected reports were sent for the five patients. According to the customer, no patients were treated based on erroneous results. The account was "a few days behind" reporting results and he is certain no actions would have been taken based on the initial results. The field service representative determined the cause was the calcium reagent. He examined the analyzer and verified precision and accuracy of the instrument were acceptable. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
Customer reported the system locked up and would not reboot. No patient injury was reported.